Event description:
On (B)(6) 2011, a spontaneous report by a physician's office manager was received from a company rep regarding a pt (age and sex not reported) who received an infection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, add'l info was received from the physician. Based on the info received, the case was upgraded to serious, unexpected. Medical history, skin type and concomitant medications were unk. The pt received an injection of restylane-l on an unk date to an unspecified site. Pre-procedure medications and add'l procedures performed at the time of implantation were reported as unk. On an unk date after the implantation, the pt developed an infection on one side of the nasolabial folds. The pt was prescribed unspecified antibiotics. No add'l info was reported. On (B)(6) 2011, add'l info was received from the physician in the form of faxed medical records. The following events have been added to the case; implant site abscess, implant site cellulitis and implant site scar. The event of implant site infection has been subsumed under the event of cellulitis. The pt was identified as a (B)(6) female. Medical history included no previous aesthetic procedures or fillers and no known drug allergies (nkda). The pt's skin type was fitzpatrick iii. The pt was not taking any concomitant medications. The pt received a 1 cc injection of restylane-l on (B)(6) 2011 to the bilateral nasolabial folds (0.5 cc per area) via serial puncture injection technique. The pt did not receive any pre-procedure medications. Add'l procedures performed at the time of implantation included a 20 unit injection of botox (onabotulinumtoxina) to the bilateral depressor anguli oris (dao). Per the medial records from the physician; on (B)(6) 2011, the pt complained of mild swelling to the left nasolabial fold. No treatment was provided. On (B)(6) 2011, the pt called the clinic to report the area was warm to touch. Treatment included keflex (cephalexin) 500 mg one tablet orally every 6 hours for 3 days. On (B)(6) 2011, the pt reported her face was more swollen, red and inflamed. The pt was evaluated that evening. Treatment included continuation of keflex for an add'l 7 days and bactroban (mupirocin) ointment to area. On an unreported date, the pt was diagnosed with "abscess with cellulitis of the left face." On (B)(6) 2011, the pt was evaluated. A needle aspiration of the left side of the pt's face was performed; 0.5 cc bloody drainage was removed and sent fo aerobic and anaerobic cultures. Treatment included ancef (cefazolin) 1 gram intravenously (IV) and flagyl (metronidazole) 750 mg three times daily for 7 days was prescribed. On (B)(6) 2011, the pt was evaluated. A 3 mm cutaneous puncture of wound (also reported as, "incision and drainage [I & d]" ) was performed with 0.5 cc drainage. Treatment included ancef 1 gram intravenously (IV); pt remained on antibiotic regimen. On (B)(6) 2011, the pt was evaluated. Treatment included ancef 1 gram intravenously (IV). The physician indicated no growth was noted on cultures at this time. Lab result report of routine culture of left side of face from (B)(6) 2011, showed lift growth of (B)(6), enterococcus faecalis, and citrobacter freundii complex. Anaerobic culture of left side of face showed no anaerobic organisms recovered. On (B)(6) 2011, levaquin (levofloxacin) 500 mg orally daily for 10 days; bactrim ds (sulfamethoxazole and trimethoprim) one tablet twice for 10 days; and ampicillin 500 mg one tablet every 6 hours for 10 days, were prescribed. On (B)(6) 2011, the pt had 70% improvement. On (B)(6) 2011, the pt continued to improve. On (B)(6) 2011, ultra sound (us) treatment to the left nasolabial fold was performed. As of (B)(6) 2011, the pt had some scar formation. The physician reported the restylane-l treatment caused the events. The physician assessed the severity of the events as moderate. The lot number and expiration date were 10792 and feb-2012.